Event description:
The lay user/reporter called lifescan (lfs) germany on october 25, 2006 and alleged that his meter was reading inaccurately high. The lfs representative spoke to the patient and obtained the following information. The patient reported that he has had several hypoglycemic events while using the meter. The patient stated that he uses two meters, one for when he is home and one when he is out of the house. The patient alleges that the meter he uses while he is out of the house has been reading inaccurately high. He takes 12 units of long-acting insulin before bed and humalog, 3 units before meals and an adjustable amount to obtain a target blood glucose (1 unit to lower his blood glucose by 30 points). He could not provide any specific meter results, or date/time of the events; but he stated that after taking his insulin based on his meter results he would begin to sweat and have heart palpitations. While experiencing the symptoms, he would eat some dextrose and feel better afterwards. His last incident was 3 weeks ago. Some of the results from his other meter at the time of the low blood glucose incidents are 49, 60, and 64 mg/dl. He reported only one test result from the suspect meter of 90 mg/dl. The patient stated that at one point, he compared his two meters and the suspect meter read "50 to 70 points" higher. The testing technique was correct, however, the technique for cleaning the puncture site was not correct. The patient did not have any test strips available to troubleshoot. This complaint is being reported as the patient allegedly took insulin based on his meter result and subsequently became hypoglycemic. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.